Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported that the catheter was unable to aspirate before and after insertion. No other information provided.

Manufacturer narrative:
Manufacturing review: a review of the DHR was performed. This lot was inspected per applicable finished production inspection procedures and it passed all inspections. No non-conformance issues were found. Investigation summary: the following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty infusing and aspirating was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 4.2fr broviac catheter (in two segments). The pieces appeared clean and unused. Gross visual evaluation found no potential cause of aspiration or occlusion difficulty. The samples were then functionally tested for infusion and aspiration patency. The distal segment was fully patent, while the proximal segment was heavily occluded for infusion and was fully occluded for aspiration. The piece was then bisected at the edge of the luer keyway in order to identify the location of the occlusion. The occlusion was subsequently seen at the same location. Deformation of the catheter was observed at what should have been the open lumen. The manufacture was notified of the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter was unable to aspirate before or after insertion. There was no reported patient injury.